Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Additionally, the pt has experienced an increase in seizure activity lately, but there is no indication that the seizure increase is above pre-vns baseline frequency.